Manufacturer narrative:
At this time, it cannot be determined which one of the four reported screws allegedly fractured. Therefore, the event is being reported as an unknown screw and the device information provided for all four screws are as follows: 2080-0050/mkr9px, 2080-0030/mnex65, 2080-0020/mmrpwh x2. Reported event an event regarding malposition involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's hip was revised due to the shell being in a vertical position. Intra-operatively, a screw was found to be broken. Rep was not present in the operating room for removal of the acetabular components as the patient was being revised to competitor acetabular components and does not know which screw was broken. A shell, four screws, and a femoral head were revised to competitor acetabular components with a biolox head and sleeve. Rep confirmed there were no allegations made against the revised liner and head, provided the revision usage sheet, and confirmed that no further information will be released by the hospital or surgeon.